Manufacturer narrative:
Additional information: event.

Event description:
It was reported that the patient had the artificial urinary sphincter revised due to unknown reason. No components were removed or replaced. Additional information received indicated the device was revised due to recurring incontinence.

Event description:
It was reported that the patient had the artificial urinary sphincter revised due to unknown reason. No components were removed or replaced.